Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter is a synthes employee. A review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5827312 was released in one batch batch1: lot qty of 106 units were released on (B)(6) 2021 with no discrepancies. Supplier: seabrook medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip verse x25 inserter/tightener was found stripped. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per procedure, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped of verse x25 inserter/tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2022, the surgeons noticed that the key inserter threads were worn out, and it could not tighten the nut. A replacement instrument of the same type was used, and the same issue was found again. The procedure was delayed for approximately 10 minutes as the nut was partially damaged by the key inserter. The issue was resolved by using an alternative instrument, and the procedure was completed successfully. There was no reported adverse patient impact. No further information is available. This report is for a expedium verse spine system inserter/tightener x25. This is report 2 of 2 for (B)(4).